Event description:
It was reported that a balloon rupture occurred. The 75-90% stenosed target lesion was located in the mildly calcified and non tortuous proximal end of the left circumflex artery. A 15mm x 3.50mm nc quantum apex¿ balloon catheter was selected and advanced to dilate the lesion. The balloon was inflated once; however, the pressure stopped increasing at about 16-17 atmospheres. When the device was removed, it was noted that the balloon ruptured. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older.    Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).